Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient (pt) has had difficulty charging ins and will be able to connect the wireless recharger to ins briefly or for a period of time and then it will disconnect. Caller has met with pt about this a couple of times but routine troubleshooting had resolved the recharging issues. However, as of late last week, the caller was made aware that pt was having a chronic issue with charging their ins. When palpating for ins,caller could initially just feel an edge to the ins but then could feel the length of it but did note that ins was a bit tilted. Reviewed trying to replace the wr but that if this didn't help, to consider role ins position is playing in recharging experience. On 2023-jan-17 additional information was received from a manufacturer representative (rep). The rep reported that they don't know what caused the ins to be tilted, but they think it healed that way. The ins being tilted could be causing issues with recharging. The rep doesn't know if replacing the recharger resolved the issue as the patient is on vacation and they have not been able to reach them. A new charging puck was mailed out to the pt to see if that will help with recharging issues. If the patient had issues communicating, they were going to call the rep; the patient did not call. It is unknown if the issue has been resolved. If there continues to be an issue they will hear from the patient and/or hcp. The weight is unknown, but the patient is thin. On 2025-nov-26 additional information was received from the patient. They called in directly to report that the same issues have been happening since implant. They have even tried a replacement recharger and that did not resolve the issue. The caller noted that it takes them 2 hours to charge because it kept losing connection and then they have to search again. The caller noted that it is misleading that the brochure shows someone moving around while recharging. The caller reported that they know how to line it up over the implant correctly, they can feel all 4 edges of the ins. There has no been weight gain or loss. The caller reported that the hcp directed them to the manufacturer to schedule time with a local rep. Agent provided nas number to caller to provide to their healthcare provider (hcp) as there is no one showing in the territory currently. The caller noted that the hcp offered to remove it, but they do not want to have surgery again, as they do not do well with surgeries.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.